Manufacturer narrative:
Complaint is related to MDR #1828100-2015-00934. The reported complaint was not confirmed. During a repair visit for a separate issue (MDR #1828100-2015-00934), the field service representative (fsr) was unable to duplicate the reported problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per manufacturer technical support: the user facility¿s biomedical engineer (biomed) was not familiar with the cooler heater unit and wanted to know how to set it up to make ice. The compressor was running and the copper tubes to the cold plate were frosting. The biomed will leave it in standby mode and see if it makes ice.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cooler heater unit ran out of ice before the procedure was completed. The device was not changed out, as they put ice cubes in the tank to finish the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 2-oct-2015: according to the user facility's biomedical engineer (biomed), during cpb procedure, the cooler heater unit ran out of ice before the case was completed. The user elected to continue using the unit and added ice from an external source as needed until the procedure was completed. There were no error codes or fault indicator lights illuminated. There was no impact to the patient as a result. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.